Manufacturer narrative:
(B)(4) .

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the trend graph dots were missing. No additional event or patient information is available.